Event description:
Device 1 of 2 reference MFR report: 1627487-2012-04425. The pt received two leads with different lot numbers. It was reported, the pt did not have effective stimulation. The sjm rep met with the pt and determined with some contacts on his leads the pt could not feel any stimulation. On several other contacts, the pt only received rib stimulation. It was reported an x-ray was performed and one of the leads appeared to be fractured. Follow up found surgical intervention would be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.